Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that at implant the lead would not stay in the vessel. The lead was not used and was replaced with a different model. No patient complications were reported as a result of this event.